Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, the patient experienced a continuous ¿brief sensor issue¿ throughout the day while also wearing an omnipod insulin pump. At approximately 5:00 pm, the patient consumed 45 grams of carbohydrates for dinner. The cgm remained in a brief sensor error state, and the patient continued to wait for cgm values to resume. A fingerstick blood glucose (bg) measurement was not obtained, as the patient reported that her glucometer had expired. At approximately 8:00 pm, the patient lost consciousness without experiencing any preceding symptoms. The patient¿s husband found her unconscious and called 911. Upon arrival, emergency medical services (ems) measured the patient¿s bg at 30 mg/dl using a bg meter, while the cgm continued to display a brief sensor error. The patient was treated with IV d50 (dextrose) and transported to the emergency room (ER). In the ER, the patient¿s bg was retested; however, the specific value was not documented. By approximately 12:00 am on (B)(6) 2026, the patient regained consciousness and removed the cgm sensor. The patient was discharged from the ER at approximately 6:00 am on (B)(6) 2026. At the time of reporting, the patient stated she was feeling ¿fine.¿ data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.